Event description:
A (B)(6) distributor contacted zoll customer support to report that a patient was receiving constant check belt messages. The patient was issued a replacement belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) was confirmed. Upon evaluation the electrode belt failed a falloff test. The cause for the test failure was isolated to a missing r1 resistor from the ECG "c" pca board. The root cause for the missing resistors was a manufacturing error. No adverse event resulted from the defective electrode belt. The patient was issued a replacement electrode belt.